Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, damage to the active electrode likely caused by repeated external mechanical impacts on the device are present. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a gradual decrease in hearing performance with the device. There was no accident or trauma reported. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a gradual decrease in hearing performance with the device. There was no accident or trauma reported. The user has been successfully re-implanted on (B)(6) 2018.